Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-04391 pertains to the other device.it was reported to boston scientific corporation that a prefyx prepubic sling system was used during a procedure (exact date unknown). According to the complainant, the patient sustained injury post procedure, but the exact nature and date of onset of the injury is unknown. All other information is unknown and reportedly unavailable.